Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2017- 08308, 1627487-2017- 08310: it was reported during a lead revision procedure on xxxxx ( reference MFR. Report: 3006705815-217-07315). X-rays confirmed the leads had migrated. The leads and extensions were removed and replaced.